Manufacturer narrative:
Initial reporter facility name e1- (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had network and c drive issues. A technical support specialist cleared enough space on the drive to get database running to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, there was network and c drive issues. The customer reported that the malfunction took place during dispensing of the medication however there was no delay reported. There were no adverse events or injuries reported based on this incident.